Manufacturer narrative:
In this case, the returned device analysis confirmed the reported positioning failure associated with inability to straighten and curve the distal tip. Additionally, a rattling noise was heard inside the sgc handle and it was noted that the spool gear set screw had separated from the spool gear. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the returned device analysis, the positioning failure associated with inability to curve or straighten the distal tip and the observed separated spool gear set screw resulting in noise may be related to a potential product quality issue. Therefore, exception issue (136367) was initiated for further investigation. The investigation evaluated the reported issue, and the engineering group determined the potential root cause to be man with mother nature as a contributing factor. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). It was noted that while applying the minus, the device was not responding. The physician then applied plus with the same result. Therefore, the device was not used and was replaced.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). It was noted that while applying the minus, the device was not responding. The physician then applied plus with the same result. Therefore, the device was not used and was replaced.